Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she had to be hospitalized due to blood glucose reading ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) with ketones present. The patient also reported that she had an infection but not at the insertion site. At the hospital she received water, glucose, potassium and manual injections of novorapid insulin. The pod was worn between 4 and 24 hours. The patient stayed in the hospital for 48 hours. The pod was thrown away.